Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that after approximately 1-4 hours of pod wear on the abdomen, her blood glucose levels began rising throughout the day. Despite administering additional bolus doses and changing the pod multiple times (reported up to four pod changes), her blood glucose continued to increase. The patient reported vomiting and later measured blood glucose values exceeding 600 mg/dl by fingerstick. The patient presented to the emergency department on (B)(6) 2026, with reported blood glucose levels decreasing to approximately 449 mg/dl upon arrival, which she attributed to the most recently applied pod. Although vomiting had stopped and glucose levels were improving, hospital staff recommended admission for further testing. Blood-work showed elevated heart enzymes and reduced kidney function, leading to a two-day hospital stay. The patient was treated with intravenous fluids and heparin due to concern for possible cardiac involvement or clot, though a heart attack was ultimately ruled out. No clear diagnosis was given; physicians suspected a viral illness as a possible contributing factor. All lab abnormalities later returned to normal. The patient was discharged on march 9, 2026. The patient reported receiving omnipod alarms at the time of the event; however, no further information regarding the specific alarm messages was provided.